Manufacturer narrative:
MDR 2517506-2019-00362 was filed on (B)(6) 2019. Additional information (B)(6) 2019: siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. A review of the data files shows an atypical read during sample aspiration. The cause of the issue was determined to be sample integrity. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a reprocessed patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The original sample processed on the same instrument and a new sample processed on an alternate non-siemens instrument obtained lower correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.